Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x200, 135cm charger balloon, 5.0x150x150 sterling, and a 5.0x200x150 sterling balloon catheters were used for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and no harm was done to the patient.